Event description:
The reporter stated that the surgeon inserted a cc4204bf single piece collamer lens and the lens tore. No pt injury reported. This is one of two lenses for the same pt. See MFR report # 2023826-2006-01254.

Manufacturer narrative:
H6: evaluation results: visual inspection of the returned product showed that one lens haptic and the lens optic were torn. Clear surgical residue/debris on the product. Conclusion: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, foam tip plunger and cartridge were not returned for evaluation.